Event description:
Reporter applied patch to abdomen for camp pain and wore for about 2 hours. Patch pulled off skin when it was removed and skin under patch was burned. She went to ER for treatment and was diagnosed with second degree burn. Area is painful and she is using dressing and bacitracin to treat. Apparently at the same time, reporter wore another patch on back for relief of back pain with no problem or issues.